Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr of lot # huuj0346 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "after insertion in radiology, patient's catheter was used for infusion. Redness noticed on chest at tunnelled area of skin. Leak noticed in catheter under skin tunnel."